Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, weakness and difficulty walking long distances.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain, weakness and difficulty walking long distances. Update apr 18, 2017: pfs and medical records received. Pfs alleges pain, weakness, limited rom, numbness and tingling on right foot. After review of the medical records for MDR reportability, it was stated that the patient was experiencing pain, numbness and tingling of right foot, and decreased internal rotation. Part/lot is being updated. This complaint was updated on apr 24, 2017. / /

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 18, 2017: pfs and medical records received. Pfs alleges pain, weakness, limited rom, numbness and tingling on right foot. After review of the medical records for MDR reportability, it was stated that the patient was experiencing pain, numbness and tingling of right foot, and decreased internal rotation. Part/lot is being updated this complaint was updated on apr 24, 2017.

Manufacturer narrative:
(B)(4).